Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture 3rd grade.

Event description:
Patient reported "on the right side, a folded implant is observed; the implant is intact but shows an invagination, with a superior fold identifiable as a hypointense line parallel to the capsule, originating medially and terminating blindly". Later healthcare professional reported " "capsular contracture 3rd grade, folded prosthesis, with invagination" device has been explanted.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as unidentified (tear) opening (shell thickness within specification). ¿ capsular contracture: unable to observe as it is not related to the device. ¿ crease/folding of implant: observed. No other observations observed, no further actions are required.

Event description:
Patient reported "right side device was found ruptured during explant".